Event description:
Customer reported the insulin pump alarmed continued to alarm sensor error after troubleshooting with helpline. Customer though it might be an issue with the transmitter. Troubleshooting was performed. Customer's blood glucose was 59 mg/dl, treated with orange juice. Alert was verified in the history of the insulin pump. Customer inserted the sensor on (B)(6) 2014, on the abdomen. Alarms occurred when customer was sitting and during initialization, advised need more time to stabilize. Customer was assisted with clearing the alarm. Unable to test the transmitter customer did not have test plug will call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.